Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 544 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Customer was not using auto mode of insulin pump. Customer was treated with bolus from insulin pump. Customer did not alleging insulin pump was under delivering. Customer stated that there was a leak and some blood on her site; however they declined to continue with troubleshooting. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.